Event description:
It was reported that the user experienced a hypoglycemic event while sleeping, was alerted by a low glucose alarm, and measured a blood glucose of 68 mg/dl during the first week of pump use; the user self-treated with oral glucose tablets and juice and blood glucose stabilized to 170 mg/dl by the end of the call. Symptoms included low blood glucose with alarm notification. Outcomes included resolution of hypoglycemia with self-treatment and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hypoglycemia. It was concluded that the event was consistent with hypoglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.